Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the conductivity sensor, dilution assembly. The conductivity sensor, dilution assembly was determined to be the likely cause of the issue. An instrument service history review revealed one additional service ticket associated with discrepant/erratic patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformance's or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module serial number: (B)(6) or the conductivity sensor, dilution assembly was identified.

Event description:
The customer observed false reactive alinity I havab igg result generated by the alinity I processing module for a patient. The sample was repeated and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I havab igg initial result = 19.0 s/co (reactive); repeat result = 0.2 s/co and 0.4 s/co there was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I havab igg result generated by the alinity I processing module for a patient. The sample was repeated and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I havab igg initial result = 19.0 s/co (reactive); repeat result = 0.2 s/co and 0.4 s/co there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.